Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the insulin pump was under delivering. Customer¿s blood glucose was 263 mg/dl at the time of incident and 147 mg/dl at the time of call. Customer was treated with insulin pump. Customer performed high pressure test and the test was failed. However, customer repeated performed high pressure test and the test was failed. Customer stated that the drive support cap was normal. Customer stated that battery life was not lasting very long and no delivery issue. Troubleshooting was performed for under delivery and troubleshooting was declined for no delivery alarm. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to corrode the motor home switch. Unable to perform operating currents, self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery tests or verify no delivery alarm, low battery alarm, possible over or under delivery anomaly or communicate to carelink pro due to motor error alarms.